Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that bubbling was found on the downstream occlusion (dso) sensor seal of a smiths medical cadd solis vip pump. There was no patient injury. The pump was being cleaned with bleach germicidal wipes and wiped with sani-cloth germicidal disposable wipes.

Manufacturer narrative:
Other, other text: additional information: d10. One cadd solis vip pump was returned for analysis. The downstream sensor seal was found to be bubbled. The cause was unable to be determined but the seal will be replaced.